Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A spline bunching issue occurred while ablating the right superior pulmonary vein. Earlier in the procedure, the non-boston scientific wire was noted to be slightly bent and there were difficulties moving it inside the catheter. The catheter was removed from the patient and it was observed bent spline. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was disposed.